Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was 6.5 mmol/l. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book due to moisture damaged on the electronic assembly. Moisture damage was also found on the motor and vibrator motor. Unable to perform displacement, rewind, seating and basic occlusion tests due to critical pump error. However, the insulin pump powered up properly after battery insertion and had no unexpected blank display anomaly noted. The insulin pump had scratched case, broken case at battery tube side and fading serial number label.